Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the low cartridge warning level of the pump was set to 20 units. A cartridge was filled with approximately 45 units, and the pump accurately recognized the amount. 5 units were successfully primed, and the remaining insulin reading correctly showed 40 units. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully with accurate remaining insulin readings following each one. A low cartridge warning and empty cartridge alarm were reproduced at the correct remaining insulin readings. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the remaining insulin reading displayed that more insulin was in the cartridge than there actually was. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.